Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (arm). As treatment, the patient changed out the pod.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was observed inside the pod, which contributed to low battery voltages. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the pod. This internal fluid leak contributed to the observed corrosion and prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.